Manufacturer narrative:
(B)(4). Litigation papers allege that the patient suffered injuries of a permanent nature, pain and suffering; high concentrations of various metallic elements in his blood as a result of the failed asr implant and is unable to attend to his normal affairs and duties for an indefinite period of time. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. There was staining in the inferior periacetabular area tissue. There was not in-growth on the cup.